Event description:
A pt who has had multiple shunt procedures was admitted with signs and symptoms of shunt malfunction on 8-2. A new delta 3 was placed and within three hrs she was unconscious, significantly ill from increased intracranial pressure and had dilated her ventricles for the first time since infancy. The child had thickened scar tissue in her scalp which the doctor believes was sufficient to occlude the delta chamber.